Event description:
The customer reported that she jumped in the pool and the insulin pump had water under the screen. Troubleshooting was performed and there was also moisture under the display. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.